Event description:
During product evaluation by a service technician a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date the event occured is unknown. The device was serviced on-site by a field service technician. This is an ancillary service event. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.